Event description:
It was reported that the (neonatal intensive care unit) nicu nurse stated that therapy has been running for approximately 5 hours in an arctic sun device. They got a flow rate alert and performed the troubleshooting the device guided them through. However, they were unable to start therapy as they are getting a reservoir low alarm, and the device would not take the water. Asked to stop trying to fill and perform the empty pads option first. Performed this task then attempted to fill machine again and unclear if there was actually in water in the pads. They could hear the device click when she presses start, but the water did not actually get sucked into the reservoir. Ensured fluid delivery line (fdl) disconnected from pads. Guided to diagnostics showed that the system hours were 9299, pump hours were 8878, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Since the device would not fill and the reservoir was reading empty, they would need to locate another device. They confirmed they have no other units available so they would use alternative means of ttm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. However, they were unable to start therapy as they are getting a reservoir low alarm, and the device would not take the water. Asked to stop trying to fill and perform the empty pads option first. Performed this task then attempted to fill machine again and unclear if there was actually in water in the pads. They could hear the device click when she presses start, but the water did not actually get sucked into the reservoir. Ensured fluid delivery line (fdl) disconnected from pads. Guided to diagnostics showed that the system hours were 9299, pump hours were 8878, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Since the device would not fill and the reservoir was reading empty, they would need to locate another device. They confirmed they have no other units available so they would use alternative means of ttm. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the (neonatal intensive care unit) nicu nurse stated that therapy has been running for approximately 5 hours in an arctic sun device. They got a flow rate alert and performed the troubleshooting the device guided them through. However, they were unable to start therapy as they are getting a reservoir low alarm, and the device would not take the water. Asked to stop trying to fill and perform the empty pads option first. Performed this task then attempted to fill machine again and unclear if there was actually in water in the pads. They could hear the device click when she presses start, but the water did not actually get sucked into the reservoir. Ensured fluid delivery line (fdl) disconnected from pads. Guided to diagnostics showed that the system hours were 9299, pump hours were 8878, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Since the device would not fill and the reservoir was reading empty, they would need to locate another device. They confirmed they have no other units available so they would use alternative means of ttm.